Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was also found the customer may have worn the insulin pump into a magnetic resonance imaging machine. Customer also stated they were unable to complete the rewind sequence on their insulin pump as they could not clear the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unable to test for reset alarm or check settings alarm due to motor error alarm. The insulin pump had minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.